Event description:
The daughter of the home patient (hp) reported that hp expired after using the homechoice cycler for apd therapy. Follow up with the hp's health care professional (hcp) revealed that the hp frequently was fluid overloaded and had difficulties maintaining proper fluid balance. The hcp related that the hp was a slow transporter of fluid across the peritoneal membrane and also drank too muck water. According to the hcp, the hp frequently needed to use a higher percentage dextrose solution (4.25%) for peritoneal dialysis therapy in order to remove the excess fluid. The hcp related that the hp had poor circulation and was hospitalized in 2002 for a leg amputation due to diabetic complications, which included gangrene. The hp received hemodialysis while hospitalized and expired in 11/2002. The hcp related that no autopsy was performed and the primary cause of death was recorded as cardiopulmonary arrest with sepsis as a secondary cause. Other factors listed were coronary artery disease and gangrene. Follow up with the hp's daughter for further information has been unsuccessful.